Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation noted the reload was partially fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the partial fire condition with interlock engagement may occur if the instrument firing button had been compressed and released. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a hartmann procedure. The rectum was resected with two reloads. On the third firing for the resection of the colon on the mouth side, the surgeon pushed the green button and tried to fire the device. The device did not fire. The jaws were opened, but a '0' was displayed on the reload status indicator. The reload was replaced with a new one, and the firing was completed with no problem. This was the first surgeon's first time using the powered handle. No patient injury or extension in surgical time. Patient status is no problem.